Event description:
The patient's father reported the patient's infusion device does not work correctly and the patient has experienced elevated blood glucose of up to 500 mg/dl as a result. The patient switched to his backup infusion device and his blood glucose decreased. The patient reconnected to the primary infusion device and again experienced elevated blood glucose. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.